Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a damaged battery cap and it was difficult to get the cap off. The customer stated that they had been using a coin to remove the battery cap and the last time they tried doing so, the notch broke off. Also, there were scratches on the screen of the insulin pump. The customer's blood glucose was 220 mg/dl. The customer wanted the insulin pump replaced. Nothing further was reported.